Event description:
It was reported that the right ventricular (rv) lead coil to the ring electrode was tested and the current was high due to insulation damage. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 693335 lead implanted: (B)(6) 1995. (B)(4).